Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Hub has fallen off of 3 separate devices, of which no lot numbers or event dates were provided. Device has had to be replaced all three times.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. When inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or angling of suture. " based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the health risk assessment no further action is required.

Event description:
Hub has fallen off of 3 separate devices, of which no lot numbers or event dates were provided. Device has had to be replaced all three times.